Manufacturer narrative:
Although multiple attempts were made to obtain the device, it is not available for investigation at this time. A review of the device history record is pending.

Event description:
Medsun uf/importer report # (B)(4) was received regarding an event that occurred on an unspecified date in december 2025. A microclave¿ clear neutral connector reportedly was a "dead ender" and fluid doesn't always flow through it. There was no report of any human harm.

Manufacturer narrative:
The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history record was reviewed and no nonconformities were found that would have led to the reported complaint. Corrected information can be found in e4 - initial report sent to FDA and h10 - related report numbers.